Manufacturer narrative:
D4 - primary UDI number: corrected. H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that an 85-year-old female patient, who had undergone a tracheostomy several years ago, required fixation of the tracheostomy tube and regular replacement of the tube. On (B)(6) 2025, the tracheostomy tube was replaced and used normally. On (B)(6) 2025, during a nurse¿s rounds, it was discovered that the tracheostomy tube cuff had ruptured. The nurse immediately reported it to the doctor, who promptly replaced the patient¿s tracheostomy tube with a new one. The patient did not experience any other discomfort.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.